Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ anxiety - product/ procedure: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease wear abrasion particles fluids was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported unknown side exchange due to concerns with the product. Healthcare professional later reported right side capsular contracture, baker grade IV implant exchange. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d2, d4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported unknown side exchange due to concerns with the product. Healthcare professional later reported right side capsular contracture, baker grade IV implant exchange. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported unknown side exchange due to concerns with the product. Healthcare professional later reported right side capsular contracture, baker grade IV implant exchange. Device remains implanted.